Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that there were alarm tones from the pump but no information, lights, or disruption of pumping. The alarm history only showed the last alarm as a lead fault, and the alarm did not stop even with the corner switch. The staff paused the pump, and it did stop but came back almost immediately when pumping was resumed. As a result, the staff swapped to a new console. There was no report of patient complications, serious injury or death.

Event description:
It was reported by the clinical support specialist (css) that there were alarm tones from the pump but no information, lights, or disruption of pumping. The alarm history only showed the last alarm as a lead fault, and the alarm did not stop even with the corner switch. The staff paused the pump, and it did stop but came back almost immediately when pumping was resumed. As a result, the staff swapped to a new console. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint for iabp "lead fault alarm" is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.